Event description:
It was reported by the customer that when responding to a patient, they attempted to use the lifepak 500 device, but it would not power on. Another car was on the scene, and their lifepak 500 device was obtained and used to defibrillate the patient. The customer also indicated that they pulled a battery from another unit to put in the failed device and observed proper device operation. The patient's outcome is unknown.

Manufacturer narrative:
Physio-control attempted to evaluate the device, but the customer refused to have any of their devices evaluated. The root cause of the reported failure could not be determined.